Event description:
It was reported the customer received a motor error alarm diabetes mellitus. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. It was also found the customer could not hear a motor noise on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a jammed motor gear box. The insulin pump was received with minor scratches on the display window.